Event description:
The customer reported that the paddles would not fire.

Manufacturer narrative:
The factory has not yet received the device for evaluation. A follow up report will be submitted, upon completion of the investigation.